Event description:
The product was used during a total abdominal hysterectomy procedure. Reportedly, the vaginal staple line opened up five days post-operatively. The surgeon corrected this condition trans-vaginally and the pt recovered well.